Event description:
Baxter reports a blood leak alarm occurred while using the dicea 210 g dialyzer. The alarm occurred on a system 1000 hemodialysis device at the onset of the pt treatment. The dialysate compartment was visually checked with no blood noted. The dialysate compartment was then checked and confirmed for presence of blood with a urinary tester. The treatment was stopped and blood not returned to the pt. Estimated blood loss of 250 ml reported. The treatment was then restarted with new disposables on a different hemodialysis device without incident. No pt injury or need for medical intervention is associated with this event.

Manufacturer narrative:
Device not yet received for eval. A follow up report will be submitted following the completion of the device eval.